Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the atw35 instrument would not fire. The area was reassessed for thickness and still was unable to fire the device. Another instrument was used to complete the case. There was no consequence to the pt.